Manufacturer narrative:
The calibrations and qc during the time period of the event were failing. A bec field service engineer (fse) was dispatched and found air in one of the lines caused by a loose connection. The fse resolved the issue and verified performance prior to returning the instrument into service.

Event description:
A customer contacted beckman coulter inc. (Bec) stating that the unicel dxc 800 pro synchron chemistry analyzer generated false sodium (na), potassium (k), chloride (cl) and/or carbon dioxide (co2) results for three (3) patient samples. When the issue was noticed, the samples were repeated on an alternate instrument in the laboratory and those results were reported. The results provided by the customer are shown. Treatment was not initiated or withheld based upon the false results.